Event description:
It was reported that 3 fibers in a row from the same lot cracked and broke at the tip. This occurred during the first push of the foot pedal. The procedure was completed with another of same device with no patient complications.

Event description:
It was reported that 3 fibers in a row from the same lot cracked and broke at the tip. This occurred during the first push of the foot pedal. The procedure was completed with another of same device with no patient complications. This report is for the first fiber.